Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - taste disorder. H6: health effect clinical code - arthritis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On 01/24/2026, it was reported that the patient experienced a cgm accuracy issue which occurred three days after sensor insertion into the arm. On 1/24/2026, it was reported that the patient experienced several days of issues that began with (3) of the patient¿s omnipod insulin pods falling off while he was shoveling snow, sweating, and ¿dealing with body hair¿ in the application areas. Due to his pods falling off three days in a row, the patient¿s bg level were reported to be ¿unstable¿ with cgm values reading high. On (B)(6) 2026 between 6-7am, the patient¿s cgm was reading 44 mg/dl. No bg meter comparison value was taken. The patient¿s wife gave him a fruit cup, protein bar, and a tablespoon of honey as treatment. The patient then began to feel worse. He felt ¿crummy¿, nauseous, exhausted, had a metallic taste in his mouth, joint stiffness, and had trouble concentrating. During report, the patient¿s cgm was reading 95 mg/dl while the bg meter was reading between 250-300 mg/dl. The patient then ended the call because he was feeling ¿unwell¿ and his ¿mind was cloudy¿. He also mentioned possibly going to the emergency room (ER). Attempts to reach the patient back for further event details were unsuccessful. No other patient or event details were available. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional event or patient information is available.